Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the dual cut blade broke during surgery. A new blade had to be used to finish the surgery.